Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (ess205) (batch no. 12279811, 1227611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included urinary tract infection. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraine headache"), anaemia ("anemia") and hypovitaminosis ("vitamin deficiency"). On (B)(6) 2023, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), hypersensitivity ("allergy: other") and tooth disorder ("dental problems"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, migraine, anaemia, tooth disorder and hypovitaminosis outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, hypovitaminosis, menorrhagia, migraine, pelvic pain, perforation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: we had three coils remain in the uterine cavity,demonstrating proper placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, anemia, dental problems, dysmenorrhea (cramping), weight gain, vitamin deficiency were added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (ess205) (batch no. 12279811-inv, 1227611-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included urinary tract infection. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraine headache"), anaemia ("anemia") and hypovitaminosis ("vitamin deficiency"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), hypersensitivity ("allergy: other") and tooth disorder ("dental problems"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, migraine, anaemia, tooth disorder and hypovitaminosis outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, hypovitaminosis, menorrhagia, migraine, pelvic pain, perforation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: we had three coils remain in the uterine cavity,demonstrating proper placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergy: other") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hypersensitivity and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case became incident. Event injury nos is replaced with new events added- perforation: other, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, allergy: other, weight gain, and she did not undergo essure confirmation test were added. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.